Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pacing lead impedance increased over a year period. The patient received a patient notification for pacing lead impedance high and out of range. High capture threshold was also observed. The pace/sense portion of the lead was capped and replaced. The defib portion remains active. Patient condition was good after the event.